Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated she woke up the morning of the call and her blood glucose level was 400 mg/dl. The customer stated that the cannula was bent. The customer mentioned she also had the issue about 2 to 3 weeks back. Blood glucose at that time is unknown. Insertion technique and site issues were discussed. The customer declined troubleshooting for high blood glucose. The insulin pump and infusion set will not be returned for analysis.